Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle broke on first pass, therefore it is likely that the needle tip accidentally hit the bone and break. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:( (B)(4).

Event description:
The following was received via us mail from the (B)(4) 2016, reference medwatch # (B)(4). During a right shoulder arthroscopy, rotator cuff repair and arthroscopic subacromial decompression it was discovered that the needle broke off, upon first usage. Upon discovery, there was a visual inspection of wound along with room inspection to locate tip. A c-arm was employed to locate the fragment in the wound which was negative for the needle tip fragment. The procedure was completed without any harm to the patient. Information received from our customer via email on (B)(6) 2016 indicates one of their associates will need to respond on the product's availability for return, the needle tip could not be identified by x-ray in the wound, and no information was provided regarding the procedure being extended. Information received via email from our customer on (B)(6) 2016 indicates the complaint device was discarded, and therefore will not be returning for evaluation.